Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The fluid management system was returned and visually and functionally tested. No obvious defects were observed that would have contributed to the reported event. The sample was tested on a calibrated console and could prime and tune with the handpiece successfully. Maximum vacuum was achieved during functional testing. No leakage was observed from the tubing insertion to the handpiece during tuning. The irrigation and aspiration flow rates were measured and were within specification. No anomalies were observed in the irrigation tubing or luer connections to the cassette and handpiece. The sample passed functional and performance testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that error codes and irrigation failed during a procedure. The product was replaced and procedure completed with no patient harm.